Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. In addition, it was reported that the device is not available for evaluation. Therefore, the cause of the reported event could not be determined at this time; however, this type of device malfunction could be attributed to the operator¿s technique. The instruction manual contains warning and caution statements in an effort to prevent damage to the lithotripter device. "Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. A lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure."

Event description:
Olympus was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) procedure, the lithotripter basket broke off inside the patient¿s bile duct when attempting to retrieve the stone from the patient. The basket was removed from the patient using a rat tooth forceps. There was no patient injury reported.